Event description:
Case description: investigation results, novopen 4 - batch cug0702, visual and functional examinations were performed. The piston rod was bent, very hard to retract and it was not possible to operate the device in a normal manner. However, the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing, it was possible to deliver preparation from the cartridge, although the pen leaked while delivering. The push button did not feel hard to depress. After the pen was tested for delivery it was not possible to pull out the piston rod again. Therefore a dose force test could not be performed. A batch trend report has been created. Nothing abnormal was found. Confirmed: the piston rod is bent and it is not possible to operate the device in a normal manner. The observed fault is a result of accidental damage during use. Levemir penfill - batch unknown. No investigation was possible, because neither sample nor batch number was available. Final manufacturer comment: on 04-mar-2016:the piston rod was found to be bent on the returned pen; however this did not affect the pens ability to deliver the intended dose which was confirmed, as according to the patient, he was able to dial and deliver 20 units during a function check. There is, in addition, to little information regarding the patients handling of the pen, co-morbidities and concomitant medication present in the case. It is thus not possible deduct a clear root-cause for the experienced event or find cases with similar events as described in argus case (B)(4). Evaluation summary: novopen 4 - batch cug0702, visual and functional examinations were performed. The piston rod was bent, very hard to retract and it was not possible to operate the device in a normal manner. However, the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing, it was possible to deliver preparation from the cartridge, although the pen leaked while delivering. The push button did not feel hard to depress. After the pen was tested for delivery it was not possible to pull out the piston rod again. Therefore a dose force test could not be performed. A batch trend report has been created. Nothing abnormal was found. Confirmed: the piston rod is bent and it is not possible to operate the device in a normal manner. The observed fault is a result of accidental damage during use.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) elevated blood glucose levels [blood glucose increased] push button gets stuck when pushing down (pen with jam)/penfill holder loosened as soon as the needle has been removed from pen [device issue] case description: this serious spontaneous case from germany was reported by a consumer as "elevated blood glucose levels" with an unspecified onset date and "push button gets stuck when pushing down (pen with jam)/penfill holder loosened as soon as the needle has been removed from pen" beginning in (B)(6) 2016, and concerned a (B)(6) male patient who was treated with suspect product levemir penfill (insulin detemir) from unknown start date and used suspect device novopen 4 (insulin delivery device) from 2014 both due to type 2 diabetes mellitus. (B)(6). Medical history included type 2 diabetes mellitus since 2004. The patient used levemir penfill since an unknown date and novopen 4 since 2014. The patient was a trained user of device. Since an unknown date, the patient presented with elevated blood glucose levels during use of novopen 4 and levemir penfill. The patient was hospitalised on an unspecified date. On an unknown date in (B)(6) 2016 the push button got stuck when pushing down (pen with jam). Penfill holder didn't loose from rest of the pen during use. Penfill holder loosened as soon as the needle had been removed from pen. Function test had been performed and 20 units had been delivered. It was stated that injection device was about two years old. The device was replaced on (B)(6) 2016. Action taken to levemir penfill was not reported. Action taken to novopen 4 was replacement (device replaced on (B)(6) 2016). The overall outcome for the events was not reported.